Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the user was not aware or had forgotten the basal programming. The customer visited emergency medical services due to high blood glucose levels. The customer experienced high blood glucose. The blood glucose level at the time of incident was 21.7 mmol/l. Troubleshooting was performed for high blood glucose event. The product will not be returned for analysis.